Event description:
As reported by our edwards lifesciences affiliate in france, approximately seven (7) months post transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, the valve presented with structural valve deterioration (svd). As a result, the valve was explanted and a new 23 mm surgical valve was implanted.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: h6 (health effect - clinical code, device code, type of investigation) and h11 (provide narrative/data). Per the initial report, approximately seven (7) months post transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, the valve presented with structural valve deterioration (svd). As a result, the valve was explanted, and a new 23 mm surgical valve was implanted. Subsequently, additional information was received revealing the 20 mm sapien 3 valve was not explanted due to svd. The physician stated the valve was explanted due to endocarditis. No additional details were provided. At the time of this report, the information available does not suggest the 20 mm sapien 3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. The valve was explanted due to late endocarditis. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 valve. Therefore, the valve explant event is no longer considered FDA reportable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was reported to be not available. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, structural valve deterioration and device degeneration are potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve degeneration/deterioration that resulted in the valve being explanted was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, approximately 7 months post tavr procedure, the valve presented with svd. Due to limited information provided, a definitive root cause was unable to be determined at this time. However, the event may be due to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.